Event description:
New information received stated that the patient presented in clinic again on (B)(6) 2020 due to inappropriate shock from an episode of atrial fibrillation with rapid ventricular response. During the episode, the device failed to deliver anti-tachycardia pacing as programmed for this sensing zone. The physician reprogrammed the device to address the anomaly. The patient was reported to be in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate anti-tachycardia pacing and shock for an episode appeared to be atrial fibrillation with rapid ventricular rate. Programming changes were made on the implantable cardioverter defibrillator. Patient was stable.